Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed an attributed to an integrated circuit on the central processing unit (cpu) board. The cpu board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display and did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.